Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range (oor) shock impedance (>200 ohms). The value was recorded during an ablation procedure. The device was checked post procedure and a normal shock impedance measurement was noted. There has been no intervention performed. The patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.